Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) leak after insertion. The following information was provided by the initial reporter: "we purchased the bd insyte autoguard winged needles. The 24g does not seem to be occlusive. They leak after insertion. Are the 24 g needles occlusive. Is the 24g supposed to be occlusive? Which number is that on the box?"

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) leak after insertion. The following information was provided by the initial reporter: "we purchased the bd insyte autoguard winged needles. The 24g does not seem to be occlusive. They leak after insertion. Are the 24 g needles occlusive. Is the 24g supposed to be occlusive? Which number is that on the box?"